Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for needle clog on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was unable to prime. The following information was provided by the initial reporter : the consumer reported needle clog during priming and stated that there is no insulin flow. Date of event : unknown. Samples : discarded.